Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to a product performance issue. A new device was implanted instead. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to a product performance issue. A new device was implanted instead. No additional adverse patient effects were reported. Additional information from the field indicates this device was attempted implant due to difficulties inserting the electrode into the s-ICD header. A different device was implanted instead. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to a product performance issue. A new device was implanted instead. No additional adverse patient effects were reported. Additional information from the field indicates this device was attempted implant due to difficulties inserting the electrode into the s-ICD header. A different device was implanted instead. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: impact codes field (h6) in section h, device manufacturers only. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Microscopic examination of the device noted the sense b coil spring contact was damaged. It appeared flattened. Manufacturing records were reviewed and an x-ray of the device, prior to distribution, confirmed the sense b coil spring was undamaged. Analysis concluded this coil spring contact became damaged during the attempted implant. Corrected fields: additional MFR narrative field (h11) in section h, device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to a product performance issue. A new device was implanted instead. No additional adverse patient effects were reported. Additional information from the field indicates this device was attempted implant due to difficulties inserting the electrode into the s-ICD header. A different device was implanted instead. No adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Corrected fields: impact codes field (h6) in section h, device manufacturers only. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Microscopic examination of the device noted the sense b coil spring contact was damaged. It appeared flattened. Manufacturing records were reviewed and an x-ray of the device, prior to distribution, confirmed the sense b coil spring was undamaged. Analysis concluded this coil spring contact became damaged during the attempted implant. Corrected fields: additional MFR narrative field (h11) in section h, device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to a product performance issue. A new device was implanted instead. No additional adverse patient effects were reported. Additional information from the field indicates this device was attempted implant due to difficulties inserting the electrode into the s-ICD header. A different device was implanted instead. No adverse patient effects were reported. The device has been returned and analyzed. Additional information from the field indicates an instrument may have been inserted in to the headed and that caused the damage to the header. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Microscopic examination of the device noted the sense b coil spring contact was damaged. It appeared flattened. Manufacturing records were reviewed and an x-ray of the device, prior to distribution, confirmed the sense b coil spring was undamaged. Analysis concluded this coil spring contact became damaged during the attempted implant.

Manufacturer narrative:
Impact codes field (h6) in section h, device manufacturers only. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to a product performance issue. A new device was implanted instead. No additional adverse patient effects were reported. Additional information from the field indicates this device was attempted implant due to difficulties inserting the electrode into the s-ICD header. A different device was implanted instead. No adverse patient effects were reported. The device has been returned and analyzed.